Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported infection could not be conclusively determined.

Event description:
During follow-up, infection of the pocket skin was noted. The system was revised and the pocket skin was cleaned. The patient is well.